Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the device setting was 180 degrees off the shown setting. According to the report, setting 0.5 would show as 2.5. It was stated that it took about 15 times to change settings at the magnet seemed to go opposite of where it should. Reportedly, there was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information received reported that there was an error by the staff, and they had positioned the programmer incorrectly. The patient was never affected. The valve was never changed, and they did not change the setting at that time. If information is provided in the future, a supplemental report will be issued.